Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate/confirm the reported issue. The instrument was placed on a test system and driven. Recognition and engagement tests passed. The instrument moved intuitively with full range of motion in all directions. An electrical continuity test passed. Smoke was seen coming out of a wet paper towel that was used while testing. Grip force and electrode gap inspections passed. There was no trouble found. The instrument logs were reviewed. Several seal events were noted without as many corresponding cut events. The average seal length time was standard: 3 - 4 seconds. The system error logs were also reviewed and no issues were found. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted hepatectomy procedure, it was alleged that the vessel sealer instrument would not provide sufficient energy to seal the tissue. The surgeon used a back-up vessel sealer instrument to complete the procedure. While there was no report of any patient, harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hepatectomy procedure, the vessel sealer instrument would not provide sufficient energy to seal the tissue. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported issue: a backup instrument was used to complete the procedure with no reported injury to the patient. The bleeding observed was not significant. Audible tones were heard for the sealing and cutting cycles. Almost no thermal effect was observed to the patient's tissue. No error messages were generated by the system during the event. The target tissue was liver vessels. The size of the vessels were normal but the surgeon mentioned that the tissue was harder than normal because there were a lot of tumors in the area. The instrument was used on normal fat tissue without any complications. The surgeon believed that the cause of the sealing issue was the tumors within the tissue.